Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad). The 3.0x28m xience skypoint stent delivery system (sds) was advanced without resistance and was inflated to 14 atmospheres (atms) when the balloon ruptured. The stent had difficulty deploying but was implanted. Myocardial infarction (confirmed on ECG with pardee wave and chest pain) occurred due to micro bubbles caused by the balloon bursting. Medication (atropine, ephedrine, morphine) was given to treat the myocardial infarction. Post-dilatation was performed to maintain the stent in place and the angiogram confirmed successful treatment. There was no adverse patient sequelae and a clinical delay occurred, but the patient has recovered well. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. The reported difficult/delayed activation of the stent could not be confirmed as the stent was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.